Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using an unknown approach, the 90% stenosed lesion was located in a moderately tortuous anastomotic arteriovenous graft shunt. The 5.0 x 40, 75 cm mustang balloon catheter was advanced to the lesion and inflated once to 14 atms, twice to 20 atms, and once to 24 atms. The balloon ruptured at 23 atms upon the fifth inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).